Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was still in use. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient experienced stoma site infection. Patient was prescribed unspecified antibiotic medication by the physician.